Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast asymmetry, right breast prosthesis rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 71-year-old caucasian female patient underwent an unspecified breast surgery with mentor memorygel breast implant 650cc gel breast prostheses developed asymmetry in her breasts post implantation. It was reported that the patient believed her breasts were too large and she wanted to go smaller. Additionally, it was reported that the patient had undergone two fat grafting procedures on her breasts. Lastly, it was reported that the right breast prosthesis ruptured post implantation. Rupture of the patient¿s right breast prosthesis was diagnosed during an office visit. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel boost breast implant 430cc gel breast prostheses on (B)(6) 2022. This medwatch report is for the patient¿s left breast prosthesis. Refer to manufacturer report number 1645337-2022-12957 for the report for the patient¿s right breast prosthesis.